Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating, and the station was in disconnected mode. A technical support specialist (tss) had installed a new hard drive and applied the methods from knowledge article medapplication not launching automatically; station at blue screen, but the issue had persisted. When dialing into the station, it had already been synchronizing, which had completed successfully. After rebooting, the med application had not launched automatically, so with senior assistance, the remote support service (rss) agent and component manager had been reinstalled. It had been found that the rss agent had been installed incorrectly with the "launch agent host after install" option left checked. The tss had clarified with the customer that the hard drive change had been performed on their end, not by the fst. After rebooting again, the med application had launched automatically, and the customer had confirmed everything was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was down, and the customer requested a new hard drive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.